Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, adverse events associated with the use of coil or with the endovascular procedures include, but are not limited to: stroke, hemorrhage and death and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to the reported patient complications.

Event description:
During the treatment of an aneurysm located at the left cavernous sinus, the flow diverter was successfully inserted in the left anterior cerebral artery(aci). Approximately one week post stenting the patient developed carotid sinus fistula. In the physician¿s opinion, the cause of the carotid sinus fistula is related to the hemodynamic changes in the aneurysm and to the surrounding blood vessels due to implantation of the subject stent device. Approximately two weeks after the detection of the fistula, the patient underwent successful coiling (subject device) of fistula. The next day of the coiling procedure, CT scan imaging showed media infarct and the patient developed symptoms of hemiparesis and aphasia which required an intravenous lysis (unknown pharmaceutical). However, this intravenous lysis led to pronounced bleeding which was confirmed on the CT scan imaging as hemorrhage crura cerebri and pons. Approximately one month of the post stenting the patient died due to the bleeding. In physician¿s opinion, the media infarct is neither related to the initial procedure nor the stent device, but is probably related to the coiling of the carotid sinus cavernous fistula.

Manufacturer narrative:
Device remains implanted.

Event description:
During the treatment of an aneurysm located at the left cavernous sinus, the flow diverter was successfully inserted in the left anterior cerebral artery(aci). Approximately one week post stenting the patient developed carotid sinus fistula. In the physician¿s opinion, the cause of the carotid sinus fistula is related to the hemodynamic changes in the aneurysm and to the surrounding blood vessels due to implantation of the subject stent device. Approximately two weeks after the detection of the fistula, the patient underwent successful coiling (subject device) of fistula. The next day of the coiling procedure, CT scan imaging showed media infarct and the patient developed symptoms of hemiparesis and aphasia which required an intravenous lysis (unknown pharmaceutical). However, this intravenous lysis led to pronounced bleeding which was confirmed on the CT scan imaging as hemorrhage crura cerebri and pons. Approximately one month of the post stenting the patient died due to the bleeding. In physician¿s opinion, the media infarct is neither related to the initial procedure nor the stent device, but is probably related to the coiling of the carotid sinus cavernous fistula.